Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06204 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced same type of adhesive events with five infusion set as they all fell off during use. Patient replaced infusion set and resumed insulin. No further information available.